Manufacturer narrative:
Additional contact: cancer and hem (B)(4). (B)(4).

Event description:
Information was received indicating that while in use, a smiths medical cadd legacy plus pump exhibited upstream occlusion alarm. No patient consequences were reported. No adverse effects were reported.